Event description:
It was reported that the atrial lead trend had an impedance spike for just one day. The capture threshold was noted to be unchanged. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154atg ICD, implanted: (B)(6) 2008. (B)(4).